Event description:
3/16/2000...additional info: co received the completed adverse reaction report form wednesday, 3/15/2000. Date of surgery 1999 left eye. Dr stated the pt was diagnosed with mild rebound iritis 1/9/2000. Pt's pre-existing conditions include diabetes and glaucoma. Pt was treated with strold and is doing well. At last visit the visual acuity was 20/20. Dr believes this is not related to the implant.

Event description:
A physician has had one occurrence of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date co has not received the particular details relating to this specific control number.